Manufacturer narrative:
The reported events were unacceptable capture, high pacing impedance and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. The reported events of unacceptable capture and high pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, difficulty extending the helix, high pacing impedance and a high threshold was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.